Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump's down button was not working. The customer's blood glucose level was unknown. The customer reported that they wanted to rewind the insulin pump but they were legally blind and could not see the button very well. The customer could not see that the time clock as they were blind. The insulin pump will not be returned for analysis.